Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power module, power management board, motor control board and the issue was resolved.

Event description:
It was reported that the unit would not power on. There was no patient involvement.